Manufacturer narrative:
The pump had been returned and further evaluted by product analysis on 03/13/2015 as follows: in addition to the findings reported, contamination was found under all the key contacts.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter stated that the keypad was missing/peeling and that the up, down, and ok buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on 02/27/2015 with the following findings: the rubber keypad was found to be detached/missing and not returned with the pump. All keypad buttons were responsive to testing. The keypad was removed for further investigation and no contamination was found under the button contacts. Unrelated to the initial complaint, the side of the battery compartment was found to be cracked from the threads toward the case seal. The display was dim, faded and pink. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.